Event description:
The patient reported that the pump emitted a replace battery alarm but did not emit a low battery warning.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump history indicated that the pump emitted a replace battery alarm with no low battery warning. Evaluation demonstrated that the pump was operating within required specifications and the reported failure could not be duplicated